Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that alert settings cannot be altered. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert settings cannot be altered. Product was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post-investigation as the allegation was not found.